Event description:
Additional information was received from the physician. The physician stated the cause of the patient's vomiting is unknown but "could have been vns" as once the device was disabled, the patient's vomiting stopped. The patient's most recent settings & diagnostics were also provided. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient, who recently underwent a battery replacement, fell ill with covid and has experienced ongoing issues with vomiting since then. The patient has been an inpatient intermittently and is unable to tolerate any food or drink . The patient's device was subsequently disabled, and she has not had any episodes of vomiting since the device was disabled. No other relevant information has been received to date. No known surgical intervention has occurred to date.